Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2017; 6935m55 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pocket area was infected. Doctor irrigated the pocket with antibiotics. The device remains in use. No further patient complications have been reported as a result of this event.